Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped working. The issue occurred during surgery and there was patient involvement an alternate zimmer power sets had to be opened to finish surgeries.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.